Event description:
Emt's responded to a pt down for more than 8 minutes described as pulseless and not breathing. Ventricular fibrillation was diagnosed and countershocks were administered at 200,300, and 360 joules. The pt then went into electromechanical disassociation. Pacing therapy was applied and capture was attained. At some point, the pt reverted back into ventricular fibrillation. The operator tried to increase the current of the pacemaker to reestablish capture, however, capture could not be attained. Resuscitation therapy was continued at length unit emt's called for and rec'd authorization to end the code. The pt was not resuscitated. The reporter indicated the devices did not cause or contribute to the pt's death. The statement was based upon the lack of pt viability.